Event description:
A reliant balloon was used in the patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was not reported. It was reported that after repeating several dilation/inflations of the reliant balloon inside of the graft, the balloon ruptured/burst. The reliant balloon was removed with no injuries to the patient. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
(B)(4).